Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection and pocket erosion. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
This supplemental is being filed to correct the patient information.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection and pocket erosion. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.